Event description:
Arjohuntleigh received a complaint where it was indicated that stitching inside of the yellow loop of the sling failed based on the photos received. No injuries and no patient involvement was reported.

Manufacturer narrative:
(B)(4).